Event description:
Between mn & 530 am approx 255cc more infused than was ordered. Pt experienced respiratory distress, vomited, was suctioned x2 of large amt of liquid. Alarm on pump sounded frequently during shift requiring the nurse to reset the pump.